Manufacturer narrative:
Batch review performed on 27 november 2018. Lot 173027: (B)(4) items manufactured and released on 14 august 2017. Expiration date: 2022-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability caused by a loose patella implant 1 year after the primary. The surgeon revised all hardware and the surgery was completed successfully.